Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw. (B)(4).

Event description:
It was reported that during a lead revision after replacing the lead the physician experienced problems with the high voltage (hv) connector. High impedance was noted on the hv lead. The physician removed the grommet on the implantable cardioverter defibrillator (ICD) and saw a disengaged setscrew so he decided to replace the device with a new one. No patient complications have been reported as a result of this event.